Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer = blank; insulin pump case = ngp. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm found on july 01, 2021. Insulin pump was received with missing segments. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test and self test. Insulin pump failed sleep current measurement test due to moisture damage. Successfully download history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No critical errors, fatal errors, or unexpected battery alerts were found in the history files on or near the event date. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing segments (lcd), stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, missing display window/cover, battery tube threads - cracked, cracked case (battery tube), minor scratched lcd window. Critical insulin pump error (open book image) alarm was not observed during analysis or found critical or fatal errors in the insulin pump history files. Critical insulin pump error (open book image) alarm not confirmed. Missing segments/partial display confirmed due to moisture damage. Insulin pump exposed to moisture confirmed at electrical board 1, electrical board 2, and force sensor. Insulin pump failed sleep current test due to high currents from moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer reported an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.